Event description:
It was reported that a user new to the iLet pump experienced a low blood glucose episode, with a Dexcom G7 reading of 49 mg/dL confirmed by glucometer at 51 mg/dL, lasting about 30 minutes, which was treated with 15 grams of oral carbohydrates and subsequently returned to range; user education and troubleshooting were provided, and no device component malfunction was identified. Symptoms included hypoglycemia with drowsiness. Outcomes included an unexpected medication intervention consisting of oral glucose; no serious injury, illness, or impairment occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with improper or incorrect procedure noted; no cannula issue was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.